Event description:
After mattress was activated and placed under the baby, the team noticed the warming fluid seeping out of the mattress onto the bed, this fluid could have come into contact with the premature infant causing burns or other harm to skin, this is the second time this has occurred with this batch of warming mattresses